Event description:
It was reported that bd maxplus needleless connector was separating the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. For home infusion they are using a cadd pump. They are having the same issue except they are using maxplus clear needle free connector (item# mp1000-c lot: 24026432). C35-o is being "pushed" off of max plus during infusion.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Multiple samples were provided to our quality team for investigation. Through visual inspection, no damage or other defects were observed on any of the devices which could contribute to the reported incident. Functional testing was performed, liquid passed from a syringe through our injector, optima connector, and mating needless connector without issue, no disconnection occurred between the optima connector and needless connector and no leakages were observed. Dimensional testing was performed, including the luer thread, verifying all critical dimensions are within specification. Device history record review for model mp1000-c lot number 24026432 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. All product was inspected, no damage was observed on the product and all luer dimensions were verified to be within the required specifications. It is important to follow the instructions for use when engaging the device with a mating luer component to ensure all luer connections are securely tightened before use. Based on the sample evaluation and quality team's investigation, we are not able to identify a root cause related to our device or manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.